Event description:
Allergan aesthetics received a report via nbir of a "suspected/actual rupture" and "change shape/size/style". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "suspected/actual rupture".